Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was isolated to a thermally damaged positive pulse pin in the monitor's electrode belt cable receptacle. The root cause for the thermal damage could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During an investigation into an unrelated issue, a reportable problem was found. Monitor sn (B)(4) failed incoming functionality testing.